Manufacturer narrative:
The pump failed to vibrate during the self-test due to a broken black wire on the vibrator motor connector. No audio/beeping anomaly was noted. The pump was received with normal operating currents. Also, the pump passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report the absence of the vibrate feature. The customer ran the self-test and it failed due to the vibrate feature not working. The customer's blood glucose reading was unknown. The customer was informed to return their device for analysis.